Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, cortical thickening was noted on the lateral proximal femoral diaphysis. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay correct patient's date of birth and product identification, which was unknown at the time of the initial medwatch.